Manufacturer narrative:
(B)(4).device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Same case as MDR ID#2134265-2011-05657 and 2134265-2011-05791. (B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure a balloon rupture occurred. The patient presented with unstable angina. Coronary angiography revealed an 80% stenosed non-target lesion in the distal right coronary artery (rca) which was treated with balloon angioplasty using a 2.75x20mm quantum apex balloon. After multiple inflations the balloon ruptured. The lesion was then treated with placement of a 2.75x38mm ion stent. An area in the mid portion of the stent was refractory to full expansion. A cutting balloon was used for multiple inflations to expand the stent, resulting in 10% residual stenosis. The event was considered resolved with residual effects and the subject was discharged the same day on aspirin.